Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula was bent and had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Retrieving data. Wait a few seconds and try to cut or copy again.

Event description:
It was reported the patient's blood glucose level rose to 255 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and was found bent. As treatment, a bolus was delivered and a new pod was applied.